Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving adequate stimulation coverage from his scs system. It was stated the patient has experienced falls after implant. However, x-rays did not reveal any anomalies. The patient denied additional reprogramming. The patent may need an MRI. In turn, surgical intervention may be undertaken to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 and the scs system was explanted.